Event description:
It was reported that a progav (#fv410t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 years. Height: 140 centimeters (cm). Weight: 45 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,054mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Klick force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Due to the brake failure, the valve can´t hold the adjusted opening pressure. Therefore, the computer-controlled test is inapplicable. Internal inspection: after dismantling the valve, deposits were found in progav. Results: based on our investigation results, we can determine a defective brake as well as deposits in the valve. The observed deformation of the housing can be named as the cause of the defective brake. In addition, the visible deposits in the valve can lead to a functional impairment. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are one of the known and inevitable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.